Event description:
Guidant received information that during the left ventricular (lv) lead implant procedure, a setscrew on this cardiac resynchronization therapy defibrillator (crt-d) became stuck. The torque wrench then became stuck in the setscrew. The device was explanted, and replaced with another guidant crt-d.

Manufacturer narrative:
Upon receipt at guidant's reliability assurance laboratory, visual inspection of the device revealed the df+ terminal block was pulled out of the device header and was stuck on the end of a guidant wrench. The setscrew in the terminal block turned freely. An x-ray of the terminal block showed the wrench was fully inserted into the setscrew hex slot. The technician secured the terminal block into a vise, and was able to pull the wrench free from the setscrew. Smearing of the wrench shaft edges indicated there had been severe turning of the wrench in the clockwise direction. The fixed wrench that was returned is composed of a softer metal than the screw slot, and when turned too tightly, the shaft edges rounded and became stuck in the slot. The remaining setscrews functioned appropriately.